Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or ramping numbers noted. Device had scratched lcd window, cracked reservoir tube, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus. He changed the battery and received a battery out limit alarm. The customer reported the insulin pump then alarmed button error. Blood glucose value was 468 mg/dl; he had not treated and did not have a back-up plan. Customer was advised to discontinue the use of the device and contact the doctor to revert to a back-up plan. The insulin pump was replaced and returned for analysis.